Event description:
Stapler would not grip skin and bring it together, the staples were lying on top of the skin.

Manufacturer narrative:
Investigation findings: the product is a vendor supplied product. (B)(4) is the vendor. The lot number identified within the report was received under po 1024314. A total of (B)(4) cases of the product were received. No additional complaints have been filed for the reported issue and the lot number identified. The product is a vendor supplied product. The vendor, (B)(4) was issued (B)(4) in reference to the report. The qc complaint specialist followed up with the customer to obtain the ample. The sample was received on 03/13/2013, but was a biohazard. Prior to shipping the sample to the vendor it had to undergo a sterilization process. Once it was completed the sample was shipped to the vendor. Additional follow ups were performed by the qc complaint up were: (B)(4) 2013. The scar response was received on 04/10/2013. Correction: as per the customer's request a replacement was shipped on order #(B)(4). Root cause analysis: (B)(4): the returned stapler (received on april 9th 2013) was checked, it was found that there was no defect on the parts of the stapler and the stapler had still have 26 staples remained. Reviewed the stapler by firing test of 11 staples without load; the staples formed correctly and had a good sharpness under 15x magnification. Reviewed the stapler for firing test of the rest 15 staples on 35a silicon piece, the staples formed correctly but sometimes the staples only caught hold of a thin-layer silicon if the silicon piece was sunk and caused greater distance to stapler when the staples penetrating into. Corrective action and/or systemic correction action taken: (B)(4): it is recommended to use forceps to grasp the tissue on either side of the incision together during incision closing operation. To see if design improvement of the product is necessary for easily closing the incision during operation. Preventive action: (B)(4): a preventive action has not been taken. No further information available at this time. The investigation is complete.